Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g1 (contact office), h6 (medical device problem code, investigation findings and investigation conclusions).

Event description:
N/a.

Event description:
It was reported by the customer via emergency support program line, that the sensation plus 50cc intra aortic balloon (iab) had a gas loss alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Other contact phone number: (B)(6). Correction field: b4, g3, g6, h2, h11. (B)(6), an rn in the ccu, called into the emergency support program line to request assistance with a gas loss alarm. She stated it had occurred a couple of times, including overnight. The esp personnel had her perform the proper troubleshooting steps: verify the helium tubing had no blood or discoloration, press the iab fill key for 2 to 3 seconds, press start, and then check the helium tubing again. The pump resumed without issue. The esp personnel reviewed the nature of the alarm with her and discussed various clinical possibilities. At that time, there was no obvious clinical explanation for the alarm. The esp personnel encouraged (B)(6) to call back should the alarm occur several times within an hour, after proper troubleshooting, so they could work through it together.

Event description:
N/a.